Event description:
Carpometacarpal surgery. Information regarding an abstract presented at the american college of rheumatology 2006 annual meeting entitled "hylan g-f 20 improves pain and function in carpometacarpal osteoarthritis at 26 weeks: an open label pilot trial" was received on 16 november 2006. The abstract described results from a study of 32 patients with radiographic evidence of carpometacarpal osteoarthritis (cmc oa) and not known inflammatory arthritis, who were injected with hylan g-f 20, once weekly for three consecutive weeks. An experienced hand surgeon performed all injections without radiographic guidance. After each patient's first injection, an ultrasound was performed to confirm the medication was intra-articular. Patients were assessed 26 weeks after the first injection. The average age was 64 years (range 46-79), 69% female, a 97% caucasian, 54% had at least one previous corticosteroid injection in the affected cmc joint. 100% of injections were confirmed with ultrasound and showed accurate intra-articular placement of medication. Four patients dropped out: case 2 experienced cmc surgery on an unspecified date. (Refer to manufacturer reports for additional adverse events from this reporter.) The authors concluded that intra-articular hylan g-f 20 injections reduced pain and improved function in patients with cmc oa at 26 weeks in this small open label study. Fifty percent (50%) of patients were very or somewhat satisfied with the treatment. Larger randomized trials are needed to confirm this finding, and to determine predictors of response to treatment. At the time of this report the outcome of the patient was unknown. The physician did not provide a causality relationship for the event.